Event description:
It was reported that the customer experienced a high blood glucose of 510 mg/dl. She treated with a bolus delivery. Leading up to her high blood glucose, the customer noticed the infusion set tubing was detached when she went to the restroom. Troubleshooting was performed. A no delivery alarm was received during manual prime. No air or leaks were found. The customer was not able to manually push insulin through the tubing, after removing the reservoir. After changing out the set and reservoir, drops of insulin did exit. She was advised to monitor her blood glucose, which at that point, was at500 mg/dl. Customer stated she had checked the insulin pump settings and they were fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).